Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #2 MFR report: 1. Section b. Box 5. Describe event or problem this report is associated with MFR report number: 1.3005168196-2017-00913 h3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil into the patient using a lantern delivery microcatheter (lantern) and then attempted to detach the coil using a handle. After hearing the handle click, the physician attempted to remove the ruby coil pusher assembly from the handle but the pusher assembly was stuck. Therefore, the physician pulled the pusher assembly with force, causing the ruby coil to be pulled out of the patient and detach within its introducer sheath. The procedure was then completed using additional ruby coils, a new handle and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: there was no visible damage to the ruby coil detachment handle (handle). Conclusions: evaluation of the returned devices revealed that the ruby coil detachment handle (handle) was functional. The handle was functionally tested on the handle fixture for pull force and throw distance and functioned as intended. Evaluation of the returned ruby coil revealed that the pet lock on the proximal end of the pusher assembly was intact. Typically, an attempt to detach the coil would result in separation of the pet lock. Since the pet lock was not separated, this indicates that the proximal end of the pusher assembly was likely not properly aligned inside the detachment handle when the physician attempted to detach the ruby coil. Further evaluation of the returned ruby coil revealed that the stretch resistant (sr) wire was fractured, the proximal constraint sphere was inside the ddt, and the pusher assembly was kinked. The fractured sr wire likely occurred due to forceful retraction against resistance and allowed the embolization coil to detach via sr wire fracture. The pusher assembly kink likely occurred due to forceful handling while attempting to remove the pusher assembly from the handle. The pusher assembly was returned detached from the handle. Therefore, the reported issue of the pusher assembly being stuck inside the handle could not be determined. The embolization coil was detached and inside its introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00913.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil into the patient using a lantern delivery microcatheter (lantern) and then attempted to detach the coil using a handle. While the physician was attempting to remove the pusher assembly from the handle, the pusher assembly became stuck. Therefore, the physician pulled the pusher assembly with force, causing the coil to stretch; however, the ruby coil had already detached. The procedure was then completed using additional ruby coils, a new handle and the same lantern. There was no report of an adverse effect to the patient.